Event description:
The dialysis machine was not priming the bicarbonate. Biomed found that the bicarbonate connector was not fully inserted into the orange port. The user had not properly seated the connector into the port and this caused the machine not to prime the blood circuit.